Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the broken angle wire of the subject device which caused the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report of olympus (B)(4), omsc surmised there was the possibility this angle malfunction was attributed to the broken angle wire of the subject device as reported due to some impact being applied to the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, there was the angulation malfunction. Olympus (B)(4) checked the subject device and found that the angulation was locked and could not be released. There was no patient injury associated with this report.